Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic with inappropriate mode swathe due programming leading to competitive pacing. No additional information was available.